Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their sipap ventilator could not adjust the low pressure while on patient. The patient was placed on another unit however there was no harm noted.

Manufacturer narrative:
The device was returned for investigation and the customer complaint could not be confirmed or duplicated. The uut passed all tests and low pressure failure could not be duplicated.